Event description:
It was reported that event log file analysis captured a loss of external power event that was active on 24mar2024 from 15:22 to 16:56 while connected to the mobile power unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6)) was not returned for analysis; however, log files were submitted (d3270803 and 20240401_100602) from the heartmate 3 system controller (serial number: (B)(6)) for review that showed overlapping events spanning approximately 11 days (21mar2024 - 01apr2024 per timestamp). A loss of external power event was active on 24mar2024 from 15:22:40 ¿ 16:56:17 that was associated with low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. There were no other notable alarms active in the log file. Additional information provided on 24may2024 stated the mpu would not be returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 05jul2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that it was unknown if the mpu had a v-lock connector on the ac power cord and if the ac power cord came loose from the wall outlet or back of the unit. There were no environmental circumstances that affected ac power at the time of the event. The mpu was not removed from service.